Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas became nonresponsive to touchscreen inputs despite full battery, no physical damage, and the current firmware; a replacement device was shipped with the original requested for return; the user later noted the replacement behaved as if settings did not transfer and was advised it would relearn. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no hospitalization. The investigation included customer interviews, review of device status, and logistics tracking for the return of the original device. The manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed, and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.